Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient arrived in an airbus ambulance for the alarm. The right ventricular (rv) lead sensing and pacing configuration was changed. The impedance alarm was switched off but remained on for remote monitoring. Lead impedance, threshold measurements and sensing were normal. No short v-v intervals were observed, but noise was detected; however, noise was not able to be reproduced on interrogation. The lead remains in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia). Review of high rate non-sustained episodes showed a recent onset of sensing integrity counter (sic) on the sensing vector not currently in use for electrograms (egm) storage, so further assessment of the sic was not possible. The rv lead remains in use. No patient complications have been reported as a result of this event.